Event description:
The customer reported via phone call that the insulin pump had a blank display. The light was going on and off. His blood glucose level was 293 mg/dl. He declined troubleshooting. The insulin pump was going to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.